Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: new information added to h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. Correction to component codes: add code g07001 - part/component/sub-assembly term not applicable the device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: annular calcification, stj and leaflet calcification. Additionally, balloon tear radially and longitudinally was confirmed. All inspections are conducted on 100 percent of the units. Per procedure, the delivery system is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3u, device preparation manual, procedural training manual and no IFU/training deficiencies were identified. The procedural training manual provides the following guidance: if delivery system balloon bursts or leaks during deployment without thv embolization, do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull the delivery system through the remaining length of the sheath. Successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques. A risk assessment was performed on the reported event and reveal the following applicable items in the risk management worksheet as a potential cause that may lead to procedural delay. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. The risk of experiencing difficulty withdrawing the system or the inability to withdraw the system and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to withdraw the system. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with the inability to withdraw the system. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed based on imagery provided. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, the balloon ruptured after the valve was fully deployed and patient had eccentric stj calcium. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Per the complaint description, "during withdrawal of the burst balloon difficulty was experienced". Due to the balloon burst, the balloon profile may have been altered making it more susceptible to be interacted with vasculature and lead to the withdrawal difficulties. In this case, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with balloon burst.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, during the deployment of a 23 mm sapien 3 ultra valve in the aortic via transcarotid approach, the balloon ruptured. The patient had eccentric stj calcium. The valve was fully deployed. During withdrawal of the burst balloon/ds withdrawal difficulty was experienced. During withdrawal, the ruptured balloon scraped the common carotid artery and caused a dissection that required a surgical cut down repair. Patient is stable.